Event description:
Additional information was later reported that one day after the implant procedure, the patient felt fine. An echocardiogram was performed and no further evidence of a pericardial effusion was noted. The next day, the patient developed complications with her kidneys and went into atrial fibrillation (af). Medical intervention was performed but was unsuccessful in controlling the patient's symptoms and the patient died. The cause of death was reported to be cardiac decompensation and renal failure. The physician is still not sure what caused the pericardial effusion during the implant procedure, but believes it occurred when the rv lead was dislodged with the catheter. The physician did not feel that the lead had caused or contributed to the patient's death.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead dislodged while trying to place the left ventricular (lv) lead. After several unsuccessful attempts to reposition the rv lead, the helix mechanism would no longer extend properly. As a result, the rv lead was explanted and replaced. It was noted that the patient developed a pericardial effusion as a result of a perforation during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
The rv lead is still currently undergong laboratory analysis. This report will be updated when analysis is fully completed.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted cuts in the insulation and body fluid in the helix housing. The helix was stretched and bent; however, the helix was still able to be extended and retracted. Resistance tests were completed to assess the lead¿s electrical performance and the measurements throughout these tests were within normal limits. Laboratory testing was unable to confirm the perforation but it was able to confirm the helix issues noted during the implant procedure. The helix was found to be bent, most likely the result of the reported repositionings.